Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test; the customer used five batteries in the last three days. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer was assisted through clearing the alarm. The customer confirmed that the battery cap contacts show signs of wear. The customer was advised to revert to a back-up plan per health care professional's instruction until a replacement battery cap arrives. No products were returned and a battery cap was shipped to the customer.